Event description:
During a coronary drug eluting stenting treatment treatment procedure, stent damage occurred. The lesion being treated was a severely calcified, 100% stenotic lesion in a moderately tortuous right coronary artery (rca). The lesion was predilated with a 2.5 x 15 maverick and a 3.25 x 15 quantum balloon. After predilation the physician atttempted to reach the lesion with a taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. Upon removal of the taxus stent from the patient's body stent strut damage was noticed. No patient complications or injuries were reported. The procedure was successfully completed with another taxus express2 - 3.0 x 16 mm drug eluting stent. The physician then went on and placed additional taxus express2 - 3.0 x 20, 3.5 x 24, and 3.00 x 16 mm drug eluting stents. Patient status is reported as "satisfactory/good".